Event description:
The customer reports experiencing an incident where the hub of the IV catheter became disconnected from a needleless connector while in use and could not be reconnected. No adverse medical sequela was reported.

Manufacturer narrative:
Evaluation summary: fifteen unused samples were returned for evaluation. Functional testing was performed per (B)(4). Of the fifteen samples, three failed luer lock engagement testing. The investigation concluded that the inability to get a secure fit between the catheter hub and the luer connector of the external device was due to oversized molded luer ear dimensions. This molding issue was found to be limited to one cavity of a multi-cavity mold tool. Corrective actions have since been implemented which have mitigated the issue.